Manufacturer narrative:
(B)(4).

Event description:
The complaint states that early sensor expiration occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information has been received.